Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. System check was started with tandem technical support (cts), however, customer was unable to complete the check. Multiple follow attempts were made by tandem customer technical support (cts), however, no response was received by the customer. Customer¿s blood glucose level was 155 mg/dl.